Event description:
No blood glucose levels reported. The customer reported having air bubbles in the reservoir of the insulin pump. Troubleshooting was done. The customer was advised to return the infusion set and reservoir for analysis. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).